Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a chemotherapy infused longer than intended. The medication involved was "irinotecan" and the bag label's volume read 570ml. The pump was reportedly programmed to run "570ml over 90 minutes." However, after 90 minutes of infusion, there was "still some volume in the bag." The customer noted that it took 1 hour and 53 minutes for the bag to infuse. Total volume infused as read from the pump was "693.22ml," a difference of 123ml. It was reported that at the start of the infusion, the bag did not visibly look like it had 693ml. The clinician reportedly confirmed with pharmacy that it is supposed to be 570ml in the bag. The pcu and channel were removed from patient care area. There was no harm to the patient.

Event description:
It was reported that a chemotherapy infused longer than intended. The medication involved was "irinotecan" and the bag label's volume read 570ml. The pump was reportedly programmed to run "570ml over 90 minutes." However, after 90 minutes of infusion, there was "still some volume in the bag." The customer noted that it took 1 hour and 53 minutes for the bag to infuse. Total volume infused as read from the pump was "693.22ml," a difference of 123ml. It was reported that at the start of the infusion, the bag did not visibly look like it had 693ml. The clinician reportedly confirmed with pharmacy that it is supposed to be 570ml in the bag. The pcu and channel were removed from patient care area. There was no harm to the patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.